Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer used 16 units of insulin to complete the fill tubing process instead of the intended 12 units. Customer confirmed insulin was being delivered. Customer's blood glucose level was 246 mg/dl.